Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced hazy vision and bothered by halos. The iol was exchanged with another lens. Additional information has been received and stated that patient experienced sensitive to reflection and there was no patent harm.

Manufacturer narrative:
The lens was returned on a folded piece of stiff white medical sponge inside a plastic bag. The lens was cut into two portions. No additional lens damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into two pieces, typical in appearance to damage create to remove a lens from the eye. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal company model 22.0 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company 22.0 diopter lens. The completed questionnaire indicated that the patient's issues have resolved after lens exchange. The information may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).